Event description:
(B)(4). From (B)(6) 2013 to today ((B)(6) 2015) I have been experiencing cramping, sharp/stabbing pelvic pain, period stops, discharge (odor), hot flashes, excessive bleeding during period, night sweats, loss of libido, hot flashes, bleeding/spotting after sex, painful intercourse, incontinence, sexual dysfunction (unable to feel pleasure), many yeast infections, urgent/frequent urination, many utis , itching, burning, stinging, stabbing of vaginal entrance, breast pain/tenderness, abdominal spasms/ twitching/ fluttering, back, joint, chest, breast, neck, spine, and; hip pain, chronic pelvic pain, all over body aches/pain, nausea, gas, constipation, diarrhea, heartburn, bowel issues, headaches/migraines, dizziness, tingling sensations, numbness, nerve pain, brain fog and; cloudiness, forgetfulness, anxiety/panic attacks, mood swings, depression, ringing in ears, diminished brain function (forgetfulness), mood disorders, numbness/tingling in extremities (hands/feet), tremors/shakiness, dizziness, chemical and food sensitivities, heightened allergies, gluten sensitivity, skin irritation/itching, hair loss, hair growth in new places (feet, stomach, and; butt), insomnia, weight issues (gain), muscle spasms, vision problems ( blurred vision), excessive sweating, dry skin/hair, severe bloating, constant fatigue. Before getting the essure, I was healthy and; did not have any of the side effects I have now. I also can't go to the doctor or the hospital because I do not have insurance and can't afford to be seen. I had insurance at the time of the procedure and; the procedure was covered, but I lost my insurance about 2 weeks after the procedure.